Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The primary investigation through a review of dms data pointed to in-vivo hydrogel oxidation, but the in-vitro testing (qc) could not reproduce the issue, as the kd plots revealed an unacceptable temperature deviation (see attached report). Further investigation requires that we repeat the qc under better controlled temperature conditions. D9: device available for evaluation? Yes, device received on 15 dec 2022. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 114. H6: investigation conclusions updated to 4315.